Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 07jan2019. The manufacturer's field service engineer (fse) confirmed the reported issue and replaced the defective touch screen to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported touchscreen failure. Powered ventilator on in normal operation mode. Touch screen did not respond in top right corner the device was not in use at the time of the reported event; therefore, there was no patient involvement. The event date was not specified; estimate used

Manufacturer narrative:
Date of report : 28may2019, date rec¿d by MFR : 08mar2019. A touchscreen user interface was return for analysis. An investigation was performed and the root cause was isolated to the touchscreen was out of tolerance. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.